Manufacturer narrative:
(B)(6).

Event description:
This lead was removed during a system explant because it was found abandon in the patient. It is unknown why this lead was abandoned in the patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut approximately 5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. The inspection of the returned lead fragments revealed a damaged insulation of the distal fragment approximately 35 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuts in the insulation and deformations of the inner conductor coil were detected. The fixation helix was found deformed. These damages occurred most likely during the explant procedure. Blood penetrated the lead. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.